Event description:
It was reported that during a brow lift procedure, the device was fired but the staples were not closing properly or holding. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received with insufficient cartridge weld. In addition, the staple stack was noted to be misaligned. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional test could be performed with the device. It is possible that the insufficient nose weld caused the staples to misaligned. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.